Event description:
An assistant director of nursing reported the optical head was loose and the splash guard needed to be cleaned. This was noted prior to surgery with no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).